Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used in a cranial resection. It was reported that while using the system, the functions were delayed after input. Whether using the mouse or the touchscreen, the function the user was trying to perform wouldn't work until some time after letting off the mouse or the screen. The surgeon was able to get the system to navigate without lag, but then the system suddenly became completely unresponsive and required a reboot. Once the system restarted, the inputs were working well. The event occurred per/intraoperatively with less than one hour delay to surgical time. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.